Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. As per additional information no damage was noted to the device prior to use and the device was prepared as per dfu (direction for use) for this product. Based on the information currently available the exact cause for the reported device interaction with another device, main coil friction, main coil prematurely detached inside patient and main coil stretched cannot be determined. The subject device is not available.

Event description:
During the stent assisted aneurysm coil embolization procedure, it was reported that the coil (subject device) got caught between the stent and other implanted coils after being repositioned twice. So the physician gradually pulled out the coil while hanging from the microcatheter. The coil was found stretched and may have been detached after being removed with the microcatheter together from the patient. And then the coil detached itself on the table. The procedure was completed successfully with other coils and no clinical consequences reported to the patient.